Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant sleeve remained in manufactured position. The sealant and advancer tube were found inside the shuttle cartridge with no exposure to blood. The procedural sheath was not returned. Visual inspection at high magnification found that the balloon proximal bond taper was damaged and the catheter¿s lumen was kink. A misalignment of the advancer tube with the tissue tract by the user may cause the bond taper to make angular contact with the distal end of the procedural sheath. An angular contact may sweep the taper and damage the proximal bond. This condition may have obstructed the device path during deployment.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) was exposed to the skin so much that could not stop bleeding. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was exposed to the skin so much that could not stop bleeding. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle. The sealant sleeve remained in manufactured position. The sealant and advancer tube were found inside the shuttle cartridge with no exposure to blood. The procedural sheath was not returned. Per microscopic analysis, the balloon¿s proximal bond taper was damaged, and the catheter¿s lumen was kinked. A misalignment of the advancer tube with the tissue tract by the user may cause the bond taper to make angular contact with the distal end of the procedural sheath. An angular contact may sweep the taper and damage the proximal bond. This condition may have obstructed the device path during deployment. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. The sealant remained in manufacturing position not exposed to blood. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as a misalignment of the advancer tube with the tissue tract, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.